Event description:
It was reported that the system was not working for a case. The staff stopped use of the system but they continued the case. The caller did not know what the case was or how it was completed and did not have any patient consequence information.